Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator wasn't working for them and they told their doctors. The patient stated that their doctors didn't want to remove the implant. The patient last checked the battery six years ago and it was dead. No actions had been taken and the issue was not resolved. The patient noted they want it removed and they need an MRI but can¿t get one with the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for unsuccessful disc surgery and other. Information was reported that the caller stated the patient's device hasn't worked in years. No further complications were reported. No patient symptoms were reported.